Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process.. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿capsular contracture baker grade iii¿. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿capsular contracture baker grade iii¿. One or more of the reported event(s) is/are physiological complication(s), and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported ¿capsular contracture baker grade iii¿. This record is for the right side. Device was explanted and replaced.